Manufacturer narrative:
Analysis of the history file from AED sn (B)(4) reveals that beginning on (B)(6) 2022, the AED began reporting service codes due to the depletion of the battery sn (B)(4). The AED continued to report the low battery condition until the battery pack became fully depleted. The customer indicated the need to use a second AED due to the existence of a service code; however, the AED battery was fully depleted at that point. The AED would not have powered on due to the depleted battery. The cause of the event is related to a failure of the user to maintain the AED, specifically, the AED's battery pack.

Event description:
A customer reported that during a rescue attempt, the AED had a service code so a second AED was used. The also reported that there was no death or serious injury associated with the device use.